Event description:
This AED is part of the population for field action, upon the completion of the investigation, it was found to exhibit issue that was subject of action. Action has been recently classified as recall, (B)(4).

Manufacturer narrative:
The 510 (k) is the initial fr2 clearance. Method: device internal memory was reviewed.